Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab director. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced.. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a tr band was used on the patient for closure post heart catheterization via right radial access. The patient was transferred to the intensive care unit (ICU) with an inexperienced nurse. The patient had a history of dementia and removed the tr band on the floor. The nurse did now know what to do, so she called the on-call doctor which was a vascular surgeon who then used coban tape and gauze to make a pressure dressing. A hematoma developed and traveled up the patient's arm. Ultimately the patient was sent for emergent surgery and unfortunately the patient did not make it. The director of the catheterization lab was adamant that this was not a failure of the device but need for floor training due to high turnover. The patient expired. The heart catheterization was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since medical intervention was needed to treat the hemostasis. The exact root cause cannot be determined. The DHR could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 16 mar 2022: the date of the event is unknown however the event occurred between (B)(6) 2021 and (B)(6) 2022. The patient had several medical issues. The patient had dementia and while in recovery had removed the tr band and began to bleed. The patient expired nine days later.